Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, " allergic complications from orthopaedic joint implants: the role of delayed hypersensitivity to benzoyl peroxide in bone cement". Literature article "allergic complications from orthopaedic joint implants: the role of delayed hypersensitivity to benzoyl peroxide in bone cement" (2011) by andreas bircher, niklaus f. Friederich, walter seelig, and kathrin scherer published by contact dermatitis doi:10.1111/j.1600-0536.2011.01996.x was reviewed. The article purpose: to report on 5 patients with complications from a knee or a shoulder joint implant in whom a relevant sensitization to benzoyl peroxide was shown. The article reports: in 4 patients sensitized to benzoyl peroxide, a bone cement-free replacement resulted in a considerable decrease or disappearance of pain and swelling, and complete clearing of cutaneous symptoms. In the second patient they report, a (B)(6) female had received a pfc sigma at the age of 29. She then developed chronic recurrent swellings, knee joint effusion, and chronic pain. Arthroscopy and open synovectomy were performed 2 years later. Loosening and infection were extensively and repeatedly excluded. 4 years later, revision arthroplasty with a new pfc sigma implant was performed to definitely exclude infection. All of the bacteriological specimens and cultures were negative, and there was no clinical sign of an infection. The chronic pain, the recurrent swelling and knee joint effusion did not improve. In 2006, it was decided to perform another revision surgery and this time use a competitor implant. After this final revision, the effusion and swelling were reported to have disappeared. Pain was also considerably reduced. Patella resurfacing was not mentioned within the article. Cement usage was not mentioned within the article. Depuy products involved: two pfc sigma systems. Complications: pain (2), edema (2), surgical intervention (2), medical device implant removal (2).